Manufacturer narrative:
A review of the manufacturing records for the intraocular lens (iol) was performed. The product was manufactured according to specification. A search on complaints revealed that no other complaints for this order number were received to date. During the manufacturing record review for this serial number, no non- conformances or assignable cause were identified. The documentation showed that the production order was manufactured according to specifications. The lens met specification prior to release. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure as the patient was unhappy with their vision. The lens was exchanged with a model zcb00 lens. No further information was provided.